Event description:
A customer observed false positive vitros (B)(6) total results for a single pt sample tested on a vitros eci analyzer on (B)(6) 2009. The customer expected a negative (B)(6) result based on additional (B)(6) assay results from an alternate facility and from a second sample tested on (B)(6) 2009. Falsely elevated results may lead to inappropriate physician action. The false positive result was not reported. There was no report of pt harm as a result of this event. Note: this form 3500a is two of two mdrs for this event. One pt sample was run on two different assays ((B)(6)). This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation found no evidence that vitros (B)(6) total reagent lot #1190 or the vitros eci did not operate as intended. The investigation was unable to determine root cause for the false positive vitros (B)(6) total result, however, pre-analytical sample handling could not be ruled out, as details regarding the handling and storage of the sample prior to testing on (B)(6) 2009 were not provided. Additionally, although acceptable quality control results were obtained from the reagent pack of vitros (B)(6) total kit lot 1190 that was in use at the time, vitros (B)(6) total kit lot 1190 had expired on 02/17/2009. The root cause is unk.